Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the intensive care unit because last friday she had a motor error alarm and did an infusion set change but was not receiving insulin. Customer stated that her boss had to drive her to the hospital and her blood glucose was over 600 mg/dl on (B)(6) 2016. Customer was throwing up a lot before receiving the motor error alarm and had diabetic ketoacidosis. Customer stated that she did not receive any insulin even though she did a bolus of 3 units, 4 units, and 5.5 units. Customer had symptoms related to her high blood glucose such as nausea and vomiting. Customer's blood glucose went down to 100 mg/dl last night and she was not able to eat. Her blood glucose went down to 26 mg/dl and she was given juice and crackers. Her blood glucose went up to 341 mg/dl. Customer was given insulin by IV drip at 10 units per hour. Customer's current blood glucose is 408 mg/dl. Customer stated that the infusion sets that she had been using were old.